Event description:
Event description boston scientific received information that during a follow-up visit, this right ventricular lead displayed an increase in threshold measurements. A micro-dislodgement was suspected.